Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2016-53614

Event description:
It was reported that the customer passed away at home. The cause of death was a diabetes mellitus complication. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that the customer had been feeling sick from her stomach for about a month and she did not see the doctor for the issue. The customer's mind was slipping and she was not taking proper care of herself; she was not eating or drinking properly. The customer was taken to the doctor on two occasions and given fluids both times. A few days after the second doctor visit, a neighbor found the customer dead in her home. The caller agreed to return the insulin pump. The pump passed functional testing.